Event description:
Clip applier could not make the clip close. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Request return to manufacturer.